Event description:
A customer site was notified by letter that a pt had fractured a rib proceeding an MRI exam. Siemens service was subsequently contacted by the customer to check the unit and verified that the system was performing within specifications. Further details were obtained from the lead MRI technologist at the site. The pt was reportedly positioned head first-prone for an exam using a breast coil. While being positioned into the bore of the magnet, the pt allegedly became claustrophobic. The pt started to thrash once she was approx 1-ft into the bore. However, there was no space to accommodate her movements since she was positioned slightly off the table due to the breast coil. Following her thrashing movements, the pt complained of pain and no part of the mr exam was conducted. The pt's personal physician was contacted and she was sent for x-rays. It was determined that the x-rays were positive for a cracked rib.